Event description:
The surgeon inserted an aa4204vl plate silicone lens. The lens trailing haptic tore, during insertion into the the eye. The lens was removed without enlarging the incision. Another lens was inserted into the sulcus.

Manufacturer narrative:
Evaluation method: a work order search was performed for the lens. Results: visual inspection of the returned product showed that there was no visible damage. Both sides of the lens optic and haptics were checked for rough and sharp edges and were found to be acceptable. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.